Manufacturer narrative:
The customer reported that the AED will not power on and the asi is blank. The maintenance schedule is reported as unknown. Communication with the customer: the customer stated they found the AED in hotel they used to own and have repurchased. They are the original purchaser of the unit. The battery pack and pads are expired. Product past expiration date, refer to distributor for replacement; reviewed proper maintenance. No additional information is available at this time to further investigate this event. The IFU states: improper maintenance can cause the ddu series aeds not to function as designed. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. Use defibrillation pads prior to their expiration date. This device is used for treatment, not diagnosis. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. If additional information is received, a supplemental MDR shall be filed.

Event description:
The customer reported that the AED will not power on and the asi is blank. The customer did not report that this event occurred during patient use.